Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 588 mg/dl, at the time of incidence. Customer reported that they were treated with manual injection 20 units of insulin and blood glucose went down to 488 mg/dl. It was unknown if the customer was using auto mode at the time of incidence. Customer reported they had calibration entering issue. The insulin pump will not be returned for analysis.